Event description:
K wires from 40 mm cannulated set broke during application on patient. Physician was drilling in k wires for bone pinning of ankle when the threaded part broke. Approximately 2-3 mm tip of 2 wires and 38 mm of third wire left in patient. 38 mm wire inside screw. Per physician, more damage would be done to joint if wires were removed. Less risk to patient.